Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "the power button will not stay on the on position when powering on" malfunction would likely be related to a failure of the power button caused by effects such as fatigue due to repeated operation or damage caused by strong external shocks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power switch of video system center cannot be turned on. The issue was found during a procedure. There were no reports of patient harm.